Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A product support specialist replaced the latch and reseated the connections to resolve the issue. The system functioned as intended after the product support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.